Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, heavily calcified and 90% stenotic mid left anterior descending artery. After a plain old balloon angioplasty, a taxus stent was deployed. The 3.0x20mm maverick2 balloon was used to post dilate the stent. The balloon was inflated to 10atms on the second inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.